Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged during the implant procedure. The lead had been placed and the implantable pulse generator (ipg) pocket had been closed. Testing was completed and it was verified via fluoroscopy that the lead had dislodged. The incision was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.